Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 investigation findings: c22 - photo review . H3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that it was received one paper lid and one winding former with some suture pieces in the degradation process without the original packaging. The sample pertains to the product code nw2303. As per visual inspection of the sample, it was observed that the strand has begun with a degradation process caused by exposure to the environment. This condition contributes to the needle separating from the suture and the change of color to pale. In addition, the foil was not returned for evaluation. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The manufacturing records could not be reviewed as the batch number is unknown. This is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a coil former with the suture undispensed and an apparently detached needle. A clear analysis of the end point of failure or the needle hole could not be performed due to the position of the needle. Based on the photo review, no conclusion or root cause could be determined. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Additional information was requested, and the following was obtained: please provide the lot number. I couldn¿t able to identify the lot no with the complaint foil, so as per the available info from the hospital, I mentioned as ¿unknown lot¿ in the complaint form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. While opening the suture foil, the needle and suture were found separately. There were no adverse patient consequences. Upon evaluation of the returned device, it was observed that the strand has begun with a degradation process caused by exposure to the environment. No further information was provided.